Event description:
It was reported that the surgeon inserted an aq2010v silicone 3 piece lens and the lens tore. The incision was enlarged to remove the lens, but sutures were not required.

Manufacturer narrative:
Eval results: visual inspection of the returned product found the lens optic torn and 1 haptic bent. There was evidence of clear surgical residue and reddish residue. Conclusions: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval .